Event description:
Customer reportedly received result of 466 mg/dl and a 171 mg/dl within ten minutes on the accucheck advantage system. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.